Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that a patient¿s blood glucose (bg) levels reached 17.5 mmol/l (315 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The patient reported that the adhesive wasn't secure at the time of the elevated bg levels. Additionally, the patient was unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. Inspection of the cannula assembly did not find any issues that would result in the cannula improperly inserting or cause high blood glucose levels. The device had the adhesive pad completely attached with no insufficient weld spots. Residual adhesion felt when peeling the adhesive pad apart from itself. Due to the device being worn, the original state of the adhesive pad could not be determined.